Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. There was reportedly moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box data and alarm history revealed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads; a test cap was used for investigation. The pump powered on to a blank display. The pump failed a leak test at the battery compartment crack. The pump cover was opened and moisture damage was found to the display and printed circuit board.